Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Seven heli-fx endoanchors were successfully implanted in an endurant aortic cuff for the treatment of a type ia endoleak. It was reported that approximately 4 days post procedure the patient developed pneumonia with a fever and shortness of breath. The patient received medication and the event was resolved. The investigator has not indicated the cause of the event. No additional clinical sequelae were reported and the patient is fine.